Event description:
It was reported that during a parathyroid procedure, the device tissue pad was flaking during use. It is not known if any pieces fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.